Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms. The normal pace impedance measurements were noted to be in the approximately upper 300 ohm range with some high spikes starting approximately two (2) months earlier, including measurements greater than 3000 ohms. There was also noise observed on the ra lead on recent stored episodes. Boston scientific technical services (ts) indicated that the noise looked like the rate response trend (rrt) sensor signal being oversensed by the ra lead. Ts suggested to the boston scientific representative (rep) to program the rrt sensor off and then they can continue to monitor the patient. The lead remains in-service. No patient symptoms or adverse patient effects were reported.